Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2013 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A clinical manager reported a pt who is unhappy with their vision following intraocular lens (iol) implant surgery with limbal relaxing incision (lri). The surgeon is not blaming the lens and was unsure that the reason is for the pt's dissatisfaction. Medical records were received that indicated that, at four months postoperatively, the pt's visual acuity was noted to be decreased. Additional information has been requested.